Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where patient experienced no sensor detected alert leading to early sensor removal and replacement.

Manufacturer narrative:
The customer's complaint was confirmed during the in-house testing, as the transmitter and the sensor were not able to communicate without the led flag error, and the field current at 12mm test fixture could not go beyond the minimum value of 412.